Manufacturer narrative:
The sample was drawn in a green top tube and was clear. Qc was within established ranges before and after the event. Service was not called for this event. Sample is being sent in for investigation. Root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that creatinine (crem) result generated by the unicel dxc 600 pro synchron clinical system and creatinine (cr-s) result for one patient sample did not match. The patient has been running a high creatinine so the crem was reported out of the lab. There was no change to patient treatment or diagnosis.